Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It is reported that the patient's insulin pump displayed a button error. Patient's blood glucose level is 92mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.